Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additional system component being reported for this event: battery: (B)(4) - expiration date: 10-31-2015. Battery: (B)(4) - expiration date: 10-31-2015. Battery: (B)(4) - expiration date: 10-31-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient's battery switched from one power port to the other with a capacity greater than 25%. The batteries were exchange with no effect on the patient. No further information was provided.

Manufacturer narrative:
Five batteries (bat201607, bat201664, bat201449, bat200498 and bat200387) were returned for evaluation. The reported event of "power switching" was confirmed via review of the controller log files, which revealed multiple premature power switching events with batteries, bat201607 and bat200387. Analysis revealed that the batteries passed visual examination and functional testing and performed as expected. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries (bat201607 and bat200387); the manufacturer has opened an internal investigation to evaluate communication errors. The controller involved during the event, con184475, did not have the smr upgrade at the time of the reported event. Controller (con184475) was returned under different complaint (MFR# 3007042319-2016-02385) due to a loose power port connector found during the smr upgrade, which was attempted on 30.may.2016. Analysis of the controller revealed that power port one (1) of the controller was loose. Additionally, it was noted that the internal nickel-metal hydride (nimh) battery was faulty. These observations are not related to the power switching reported under this complaint. The controller did not exhibit power switching incidents during the functional examination of the unit. Battery - bat200387/1650de - expiration date: 09/30/2015 - device manufacture date: 09/18/2014 unique identifier (UDI) number: (B)(4) - received: 08/11/2016. Battery - bat201449/1650de - expiration date: 10/31/2015 - device manufacture date: 10/09/2014 unique identifier (UDI) number: (B)(4) - received: 07/25/2016. Battery - bat201664/1650de - expiration date: 10/31/2015 - device manufacture date: 10/22/2014 unique identifier (UDI) number: (B)(4) - received: 07/25/2016. Battery - bat201607/1650de - expiration date: 10/31/2015 - device manufacture date: 10/18/2014 unique identifier (UDI) number: (B)(4) - received: 07/25/2016. (B)(4). Batteries - bat200387 & bat201607, recall: z-1917-2015. (B)(4).